Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as some chaffing with some cutting into their skin and discomfort. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised discontinuing use of the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.